Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complains about membrane broken during the first use. Blood flow rate: 60 ml/min. Tmp: 50mmhg. Machine: ak95s. The patient suffered no harm. No serious injury and no blood-loss. No medical intervention was needed.